Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited out-of-range shock lead impedance. Increased in pacing threshold and noise during test was also noted. Commanded shock was performed and showed normal impedance measurement. Connection issue in the terminal pin or under insertion was suspected. Additional information was received and indicated that fluoroscopy result did not showed any abnormalities. No other intervention was performed at this time. The system remains in service. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that this patient was now in the hospital with a new onset of out of range shock impedance measurements. The physician had chosen to monitor this patient last year and since that time, the patient has gone into ventricular fibrillation (vf) and received therapy. Testing noted measurements greater than 200 ohms in all vectors. A replacement procedure was performed and the device and this right ventricular (rv) lead were removed from service and replaced. During the procedure, a tug test was performed and the lead was confirmed to have been secure in the header. Additionally, there was not blood in the header. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). The lead was surgically abandoned and will not be returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. No other adverse events have been reported. This product issue will be re-evaluated if additional details are received.